Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information received, it was reported that during a rotator cuff repair the jaw of the expressew iii suture passer w/ hook is not closing. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, the device revealed marks of wear and the laser marks were slightly faded. To test its functionality, it was tested on a sample rubber strip; as a result, the upper jaw was slightly loose when the jaws are closed; therefore, it showed that the jaws did not close normally contributing to the holding issue. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the jaw on the expressew iii w/hook device was not closing. During in-house engineering evaluation, it was determined that the upper jaw on the device was slightly loose when the jaws were closed; therefore, it showed that the jaws did not close normally contributing to the holding issue. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.